Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they did not know the serial number of the external neurostimulator or the lot number of the lead. The hcp noted that the lead was successfully inserted on the first attempt at implantation and that the patient was of advanced age and was easily confused. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889, lot # unknown, implanted: (B)(6) 2017, product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the doctor tried and could not find a ¿spot¿ for lead insertion (on the left side) at the time of the procedure. After trying, the doctor left ¿holes¿ and plugged them up. The ¿plugs¿ came out and the patient was red and bruised. It was suggested that the patient contact the doctor regarding the issue and it was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.